Event description:
The patient reported elevated blood glucose of 15-20 mmol/l (270-360 mg/dl). The patient's normal blood glucose range is 7-8 mmol/l (126-144 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.